Event description:
The customer stated that she needed help setting the time and date on her meter. While assisting the customer, it was discovered the meter was set in mmol/l. The customer did not adjust medication or allege any adverse events due to the readings. The customer was able to reset the meter to mg/dl, and no product will be returned for evaluation.